Manufacturer narrative:
The investigation into the reported low pump flow has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Per the given clinical information, the root cause of the low pump flow issue was biomaterial. Clinical information points towards biomaterial clot which was not confirmed until two days after. Data logs show suction at the start of the low pump flow event corresponding to motor current spike further confirming clot presence.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 48-year-old female on impella support experienced a low pump flow. The pump was repositioned, however, that did not resolve the low pump flow issue and the physician suspected of a clot formation. The following day the patient was partially disoriented and the CT scan noted a subacute infarct. There was no intracranial hemorrhage noted. Since the patient was scheduled a heart transplant the medical team determined that it would be best to remove the pump when performing the heart transplant.